Manufacturer narrative:
A 510 (k) # is k061118. Supplemental #1 follow up (B)(6) 2010. This device has been returned and evaluated by lifescan product analysis with the following findings: the (meter) involved in this case has passed testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his onetouch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010 at 2:15 pm, he had obtained a 204 mg/dl on his meter and less than 10 minutes later tested on an ultralink meter and obtained a 167 m/dl. He took his usual dosage of medication (insulin) based on the meter result of his ultramini meter . At an unspecified time later, he developed symptoms which consisted of feeling shaky, numb lips and feeling hungry. He tested on his ultralink and obtained a 61 mg/dl and he self-treated with four glucose tablets. He felt better shortly after self-treatment. He did not seek any further medical attention or contact his physician for assistance. The test strip vial was not cracked or broken. The test strips were not expired. A quality control test was done and the test strips passed using the control solution. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged that due to the high readings, he later developed symptoms suggestive of a serious injury and self-treated with glucose tablets.

Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
Follow up # 2/supplemental report text- 11/19/2010: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
It was reported that, "femur was prepared for stem, stem would not seat 10mm proud. Took this one out and put in a 4/12 stem."

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.